Event description:
FDA MDR event description it was reported that the patient's right ventricular (rv) lead had oversensing, noise and a possible fracture a lead revision is being scheduled. No patient complications have been reported as a result of this event. (B)(4),

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The daily pacing lead trend data showed an increase for ventricular bipolar pacing impedance from 475 to 1843 ohms between 2013 (B)(4) and 2013 (B)(4). There were fifteen ventricular non-sustained tachycardia¿s of less than or equal to 210 ms recorded between 2013 (B)(4) and 2013 (B)(4). There were six ventricular fibrillation (vf) of less than or equal to 200 ms between 2013 (B)(4) and 2013 (B)(4). Ventricular short interval counts (sic) of 1544 were recorded in 29.82 days between 2013 (B)(4) and 2013 (B)(4). (B)(4).